Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, post paced t wave oversensing was observed on the electrogram. The patient did not receive any therapy during the oversensing. Programming changes were made and the patient was stable.